Event description:
It was reported that (1) tlc55 was used during colectomy procedure. It was reported by the rep that the surgeon fired the instrument once without any problem. The instrument was then reloaded with a new cartridge but the instrument would not fire. It is unknown how the case was completed and there was no consequence to pt.